Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver and smart device lost connection with the transmitter. Patient's mother reported that she has attempted troubleshooting steps before reporting the issue. The device has been received for evaluation. Data log was provided by the patient. The data was reviewed on 05/14/16 and confirmed the reported loss of connection. A follow-up report will be submitted once the evaluation is complete. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Pairing testing was performed and the test failed. Functional testing was performed and the test failed. The reported event of loss of connection was confirmed. The root cause was determined to be a defective transmitter.